Event description:
A trilogy evo ventilator was returned to a third-party service center for service. There was no harm or injury reported. A ventilator service required alarm was found in the device error log indicating the internal or detachable li-ion battery was not charging due to a hardware fault for greater than, or equal to 1 minute. The unit was tested with a gold detachable battery because the unit came without one. The device was left running for 4 hours and no alarm appeared. It is possible that the detachable battery used by the customer is faulty and needs to be replaced. This issue is reportable because the system cannot charge the internal battery under this condition. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements as defined in the contractual agreement with the third-party servicer. The device history record has been reviewed and approved by the third-party servicer's quality assurance.